Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak, the unit was swapped out to continue treatment. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). Additional information: event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.